Event description:
It was reported that the patient is having their device explanted for an unknown reason. Follow-up to the treating provider indicated that the reason the device was explanted was due to the patient experiencing pain when she moved her neck, which was giving her headaches. The physician felt the device had not been properly implanted. The headaches were reported to have stopped since the device was removed. The explanted devices were reported to have been discarded. Additional relevant information has not been received to-date.